Manufacturer narrative:
(B)(4). Release button; incomplete/interrupted firing the sc60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. This damage is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button.

Event description:
It was reported that during an open total cystectomy procedure, there was no feedback of grasping the firing trigger and the knife did not move forward at the first stroke of the first firing after the alimentary tact was clamped. The second cartridge was loaded into the same instrument, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.